Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular exhibited extra cardiac stimulation due to the lead being dislodged . The lead was successfully repositioned. There were no patient consequences.